Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer did troubleshooting and found out that the front panel needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the touchscreen was not working and fluids under the plastic screen sheet in the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.